Event description:
It was reported that there is an image quality issue. Associated with the tower monitor on the 2600 system.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the 14" monitor. The system was tested and found to be working as intended and placed back into service.